Manufacturer narrative:
Corrected fields: e2/e3 (inadvertently selected and should have been left blank on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to the use of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, the image is blurry or foggy due to lens (meniscus) damage. Additionally, a broken/loose component was identified, the light guide adapter is loose. The inspection also noted the rigid outer tube is bent. The scope has not been repaired in the last year. The cause of the loose light guide adapter is unknown; however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (osh) was informed the customer oes elite high-definition autoclavable rigid telescope was returned to the olympus repair center because the ¿image is blurry¿. The customer reported event was found at preparation for use (patient not under sedation). There was no delay as the scheduled prostatectomy was completed with another scope. No death or injury and no impact to patient or other was reported to olympus. Upon inspecting and testing, a loose component on the main body was identified, the light guide adapter is loose. This report is being submitted to capture the loose component on the main body.